Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further information regarding corrective actions or outcomes was obtained; the customer was out of warranty and in the process of renewal.